Event description:
It was reported that during a breast biopsy, the physician heard a clicking noise while advancing the cutter and was unable to retrieve any samples. They removed the probe from the breast and were able to retrieve the samples from the probe. They attempted four more samples then took specimen images. On the images, they noticed metal shavings in the specimen. They stopped the case with the samples retrieved. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.